Event description:
(B)(6) changed its coverage of blood glucose monitoring machine and the generic version of the machine and test strips -sumnark or trutrack- are not giving accurate reading and require multiple strips because of the malfunction of the machine of strips. Dates of use: #1 & #2: 6 months.